Manufacturer narrative:
Device manufacturer date: june 2020. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reporter has declined to provide allergan further information regarding patient details.

Event description:
Healthcare professional reported a xen45 gts event described as "slider inoperative from midpoint" during implantation in right eye. No eye injury noted. Surgery completed with second device.

Manufacturer narrative:
Visual device evaluation: a photograph of the injector was provided. As such, functional evaluation was not possible and the reported complaint condition was unable to be verified.

Event description:
Healthcare professional reported a xen®45 gts event described as "slider inoperative from midpoint" during implantation in right eye. No eye injury noted. Surgery completed with second device.